Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested, further information was not provided.

Event description:
The customer reported a heparin overinfusion to the patient in the emergency department. The heparin 25,000 units mixed in 5% dextrose 500ml bag infusion began around 0300, and the event was called in to biomed around 0854. The patient was harmed and admitted to ICU for further monitoring. No leaks or cracks were found by staff in the tubing set, and the bd recall team had just replaced this bezel in july. This was the only set used and these were the only two devices in use. Although requested, further information was not provided.

Event description:
The customer reported a heparin overinfusion to the patient in the emergency department, which resulted in harm. The heparin 25,000 units mixed in 5% dextrose 500ml bag (50unit/ml) infusion was started at 0338 at a rate of 26ml/hr (1300unit/hr). When the nurse checked the infusion at 0630, she saw that the entire 500ml bag was almost empty, when only 63ml (which is the volume that the pump indicated had infused) should have been given. The event was called in to biomed around 0854. The patient was transferred to ICU for closer monitoring, and serial labs for ptt (partial thromboplastin time), pt/inr (prothrombin time and international normalized ratio), and h/h (hemoglobin/hematocrit) were done. He received fresh frozen plasma in order to improve clotting times. His heparin levels then returned to normal and was restarted on the drip. On 12/01, his respiratory status deteriorated and he was intubated, and was later discharged home on 12/15. No leaks or cracks were found by staff in the tubing set, and the bd recall team had just replaced this bezel in july. This was the only set used and these were the only two devices in use.

Manufacturer narrative:
The customer¿s reported incident that a patient experienced an over infusion of heparin when the intended infusion was 63ml yet the entire 500ml bag was almost empty, resulting in harm, could not be confirmed. Physical inspection of the device indicated the platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with the door operation. Latch sear are installed properly and did not interfere with the door operation. The right iui was observed with dry fluid residue. The left iui was observed to be in good condition. All parts inspected are manufactured by bd. Review of the pcu error log shows no errors or malfunctions relevant to the customer¿s complaint during the reported date and time. At 03:35:36 am, heparin (drug ID 220) was selected from the guardrails drugs. The user selected the therapy type of standard with the drug amount of heparin 25000 unit and the diluent volume of 500 ml. The user entered the rate of 26 ml/h which automatically entered the calculated the dose of 1300 ml/h. The user manually entered the vtbi of 200 ml. At 03:36am, the user selected the delay options and programmed the ¿delay for¿ option for 20 minutes. At 03:42am, the user cancelled the delay. The programmed infusion begins. The primary volume infused was 0 ml. The calculated duration for this continuous infusion was 7 hours 41 minutes. At 06:07am, the user selected the pump module to program the ¿delay for¿ option for 15 minutes. At 06:17am, the user selected the pump module to program the ¿delay for¿ option for 20 minutes. At 06:18am, the user selected the pump module to program the ¿delay for¿ option for 120 minutes. At 06:29am, pump alarmed- door opened. Primary volume infused was 62.071 ml. At 07:23am, the user selected the pump module to program the ¿delay for¿ option for 120 minutes. At 08:46:45 am, the pump module was channeled off. The pcu sn:(B)(4) was powered off. During this time, the total primary volume infused recorded was 62.071 ml. Rate accuracy testing performed found the operating out of specification with an actual error of -4.8333 % which outside the acceptable error of +/- 3.400% on the low side. Rate calibration performed on the pump module changed the vpmr from 164.6 to 156.6. Results indicate that the device was now delivering fluids within specifications. The inspection process performed on the pump module and incident disposable set found no existing malfunctions; concentricity analysis of the silicone pumping segment found that it was dimensionally within specifications. The root cause of the reported incident that a patient experienced an over infusion of heparin when the intended infusion was 63ml yet the entire 500ml bag was almost empty, resulting in harm, could not be identified. Device history review: a review of the device history record showed the device had a manufacture date of 04/19/2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for sn:(B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.